Event description:
A nurse reported cassette failure during a cataract procedure, upon entering the eye there no fluid flow and no suction noted. The cassette was replaced twice more. Also, the handpiece and the tip were changed too. The issue was resolved and the procedure was completed without consequences to the patient. Additional information and product samples was requested for this event.

Manufacturer narrative:
This is one of two complaints for the finish goods lot for this issue. The order was built and released per specification. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be established; a sample was not returned for this event. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).